Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. Replacement charging supplies were provided to address the issue. There was no reported adverse impact to customer's blood glucose.